Event description:
Repair request initiated for device with the report of overheating and noise. It was reported there was no patient involvement. Repair request escalated to product event based on reason for return.